Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) that was placed in (B)(6) 2018, removed in (B)(6) 2020, due to a malfunction as the device did not do what it was supposed to do. The patient had recently underwent another bladder tumor resection for reoccurrence.

Manufacturer narrative:
Investigation summary: as the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The device history record (DHR): the DHR confirmed that the device met all material, assembly and performance specifications. Device technical analysis : the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) that was placed in april 2018, removed in september 2020, due to a malfunction as the device did not do what it was supposed to do. The patient had recently underwent another bladder tumor resection for reoccurrence.